Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient undergoing spinal therapy for bone tumor. It was reported that trocars got stuck in hard bone and were tough to remove. While pulling removing the trocar, the hub pulled off completely leaving just the metal part of trocar with nothing to grab into. The physician was ultimately able to remove the trocars with pliers and no harm was done to the patient. There were no further complications or symptoms reported regard ing the event. Additional information has been received via manufacturer representative that the product was discarded. There was a delay less than 60 minutes.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.